Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that there were bubbles in the tubing. The customer stated that the approximate sizes of the air bubbles are 2-3 millimeters but about 10 along the tubing. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the air bubbles did not persist after set change. The customer was advised to monitor and call back if problems persist.